Manufacturer narrative:
As this is not a repairable device, it was not returned to the customer.

Event description:
The customer reported that the system 6 aseptic housings were opening up on several occasions. After return to the manufacturer facility it was found that the delrin ball is missing from the latch mechanisms and the rubber seal is also missing which can cause the housings to open up and expose the non sterile battery to the surgical site. There was no medical intervention or adverse consequences reported.